Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and other non-malignant pain. The patient reported that when she stood up she felt an electrical impulse down her leg. The patient reported that she turned stimulation off and still had the impulse going down her leg when she stood up. The patient programmer (pp) showed that stimulation was on. It was suggested that the patient turn stimulation down on both products and turning stimulation on. The patient reported that she still felt the electricity down her leg with the stimulation off. There were no falls or traumas related to the issue. No further complications were reported.